Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cylinders is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Upon inspection, a crack was identified in the left cylinder connecting tube. A surgical procedure was performed in which the pump was replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for cylinders is (B)(4). Upon receipt at our quality assurance laboratory, the returned pump from this inflatable penile prosthesis (ipp) was visually and functionally evaluated. Microscopic inspection showed that the kink resistant tubing (krt) on the pump was worn to the filament. The pump passed both the leakage and functional tests, indicating no leak or performance issues during evaluation. Based on the available test results and investigation, the reported mechanical concern and the allegation of a hole or perforation could not be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Upon inspection, a crack was identified in the left cylinder connecting tube. A surgical procedure was performed in which the pump was replaced. There were no patient complications reported.